Event description:
It was reported that the core impaction drill heated up during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, corrosion was discovered in the bearings.